Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that x-ray images indicated that the pnp recovered; however, there was still a difference between the right and the left side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a drop in compound motor action potential (cmap) occurred, however, palpation confirmed phrenic nerve movement. The procedure continued. During ablation of the right superior pulmonary vein (rspv), the patient's phrenic nerve movement could not be visibly confirmed, and diaphragm elevation was noted via fluoroscopy. Double stop was then performed and ablation was stopped. The case was able to be completed with cryo. It was noted that slight phrenic nerve movement was observed when the patient left the catheter lab. The phrenic nerve palsy (pnp) did not recover at patient discharge. No further patient complications have been reported as a result of this event. Additional information reported that under x-ray images, the patient¿s right hemidiaphragm was still higher than normal. No subjective symptoms of pnp were observed; however, the patient became short of breath on exertion. The patient had an extended hospitalization.